Event description:
This is filed to report a single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitral valve had a flail and posterior prolapse. It was noted that prior to the procedure, the plan was to implant two mitraclip¿s. One clip was inserted and deployed on the mitral valve. However, after deployment, it was observed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was inserted and deployed without issues, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.na